Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that on an unknown date, infusion set's tubing detached from the connector. Therefore, the patient's blood glucose level was 300 mg/dl at the time of the event. Moreover, the infusion had been used for less than a day. Further, they did not used the pump, as they ran out of infusion sets. No further information available.